Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the rear therapy electrodes. The rash was described as itchy and open. The patient reported that she intended to see her physician about the rash. Follow-up attempts were unsuccessful, and it is unknown whether the patient received any medical attention for the rash. The medical outcome of the rash is unknown.